Event description:
During routine testing of the device, the hospital based biomedical engineer reported the level sensor was faulty. The field service rep visited the customer's site and replaced the faulty sensor. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.